Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E.1. Characters limit is exceeded: (B)(6).

Event description:
It was reported that bd q-syte closed luer access device leaked. The following information was provided by the initial reporter: the hospital reported one case of fluid leakage from the connector during use.

Manufacturer narrative:
In response to the event reported by your facility, one q-syte connector from lot number 4309096 was received and evaluated. A gross visual inspection confirmed that the unit had been removed from its packaging, with no apparent external damage observed. Upon disassembly, damage was identified on the bottom disc of the septum. This damage is consistent with a known potential failure mode that may occur during the manufacturing process due to misalignment at the assembly station. The defect of leakage was confirmed, and the root cause was determined to be manufacturing related.

Event description:
No new information.